Manufacturer narrative:
For the reported event, a ge healthcare representative performed a checkout of the unit and confirmed the reported event. No resolution information was available.

Event description:
This report summarizes <noe> 1 <noe> malfunction event. A review of the event indicated that model 1009-9012-000 anesthesia gas machine experienced an internal software error likely to cause a loss of mechanical ventilation. This report was from a single source. This event involved a patient. There was no patient information available.